Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 1999: (B)(6), md. Operative report. Anesthesia: general endotracheal. Name of procedure: laparotomy. Open repair of multiple ventral hernias using polytetrafluoroethylene (ptfe). Lysis of abdominal adhesions. Preoperative diagnosis: chronic abdominal pain, history of crohn disease, ventral incisional hernia x 2. Postoperative diagnosis: chronic abdominal pain, history of crohn disease, ventral incisional hernia x 2, multiple ventral hernias. Complications: none. Sponge/needle/instrument counts: correct. Estimated blood loss. Approximately 150 cc. Indications for procedure: the patient is a 43-year-old male who has previous ileocolectomy in the distant past for crohn disease in 1997. Because of the chronic pain complaints, the patient underwent laparotomy and resection of additional small bowel in an area of obvious inflammatory bowel disease. Since that time, the patient has developed progressive chronic abdominal pain with bloating and crampiness. The patient has been studied with colonoscopy and upper gastrointestinal contrast studies. These have failed to identify any suggestion of stricture, stenosis, or fistula formation. Despite this, the patient¿s pain complaints in the abdomen continues and it is recommended that he undergo exploratory laparotomy to identify possible partial small-bowel obstruction from adhesions. A recent CT has identified 2 ventral hernias; one is 4 cm above the umbilicus and the other is 4 cm below the umbilicus. The superior hernia defect appears to contain transverse colon. The inferior defect appears to have at least a small loop of intestine within the hernia contents. The risks, benefits, indications, and expected course of exploratory laparoscopy and open repair including the possible use of prosthetic material were discussed with the patient in the clinic. He understood these considerations and asked that we proceed as planned. Findings: 1. Multiple fascial defects along the previous midline laparotomy incision. 2. Adequate take down of abdominal adhesions. 3. No evidence of significant inflammatory bowel disease at the present time. 4. Adequate repair of ventral hernias using polytetrafluoroethylene prosthetic mesh material. Operative course: ¿with the patient in a supine position, under adequate general endotracheal anesthesia, and after placement of foley catheter and nasogastric tube, the area over the abdomen was prepped with an iodine solution and draped in a sterile fashion. Our planned approach was to obtain entry into the abdomen via the vertical laparotomy incision excising the old scar in the upper pole of the incision. Scalpel dissection was used to excise the superior extent of the previous laparotomy incision. Careful electrocautery dissection was used to divide the subcutaneous tissues down to the level of the fascia where we identified a fairly broad based hernia defect. This was carefully cleared on either side of surrounding subcutaneous tissues. Once the hernia defect was mobilized down to the fascial edges, we sharply entered the hernia taking care not to compromise hernia contents. Once the peritoneum had been divided, digital palpation was carried out inferior to the hernia defect along the laparotomy incision. Through this approach, we were able to appreciate multiple fascial defects along the previous incision. Decision was made to abandon laparoscopic approach after several of these defects were identified as the need for laparotomy became quite evident. The remainder of the vertical incision was opened with scalpel dissection and electrocautery to control bleeding points. Previous scar was excised in the process of making our incision. Subcutaneous tissues were divided the length of the incision. Using digital palpation within the abdomen, the fascia was opened using electrocautery. There were numerous abdominal adhesions of underlying omentum and small intestine to the undersurface of the incision. These were taken down with tedious sharp dissection. Bleeding points were controlled with electrocautery. After adhesions were taken down and the omentum mobilized, careful inspection of the abdomen revealed no obvious areas of inflammatory bowel disease and none of the typical chronic changes of crohn¿ disease within the small intestine. Mesentery appeared fairly normal with no fat creeping along the mesenteric edge of the small intestine. Areas of previous ileocolonic anastomosis were identified in the right abdomen and showed no evidence of stricture formation. The palpable surfaces of the colon from a short length of ascending colon through the transverse and descending colon showed no areas of obvious abnormality or stricture formation. Palpable surfaces of the liver, spleen, stomach, and kidneys were felt to be normal. No attempt was made to enter the lesser sac, but palpation of the pancreas through the omentum and stomach revealed no obvious mass effect. Finding a satisfactory examination of abdominal contents, we proceeded with mobilization of the fascial edges along the periphery of the fascial incision. Electrocautery was used to clear the fascial edges. Once this was accomplished, a sheet of large polytetrafluoroethylene patch was trimmed at its corners to adequate size for the fascial defect. Prolene 0 sutures were used in an interrupted fashion to place the prosthetic patch in a subfascial location tacking the patch down at the periphery of the fascia. After numerous interrupted sutures were placed and tagged, traction was placed on all the sutures and each suture was individually tied giving adequate repair of ventral hernia defects with prosthetic patch. Care was taken not to trap omentum, mesentery, or small intestine between the prolene sutures as they were tied down. Digital palpation was carried out prior to tying the final 2 sutures in order to clear all the edges of the prosthetic patch of omentum or intestine. Following placement of the prosthetic patch, the fascial edges were closed using 0 looped pds in a continuous fashion. This gave adequate closure of the fascial edges over top of the prosthetic patch. The wound was then irrigated with copious amounts of saline solution and bleeding points were identified and controlled with electrocautery. The subcutaneous tissues were loosely approximated using interrupted 3-0 vicryl sutures. Finally the skin edges were closed in continuous fashion using 4-0 vicryl to the subcuticular layer. Sterile dressings were applied to the wound including mastisol, steri-strips, and gauze. The patient was recovered from sedation. The patient tolerated the procedure well. There were no intraoperative complications. All sponges, needles, and instruments were accounted for following the procedure. The patient left the operating room in satisfactory condition with spontaneous respirations.¿ product identification records for the alleged gore device were not provided. (B)(6) 1999: [missing records: CT mentioned in (B)(6) 1999 operative report identifying 2 ventral hernias was not provided. Records with implant identification was not provided.] (B)(6) 2004: (B)(6), md. Operative report. Assistant: (B)(6), pa-c; (B)(6), ms-3. Procedure: resection of distal small bowel and proximal colon. Anesthesia: general with oral endotracheal intubation. Indication: the patient has a symptomatic distal small bowel stricture just proximal to a previously made small bowel to colon anastomosis. The patient has undergone a previous ileocecal resection for crohn disease 10 years ago. He presents now for resection. Summary of procedure: ¿the abdomen was prepped and draped in the usual sterile fashion. We entered the abdomen through a midline incision, carried this through skin, subcutaneous tissue, and fascia. We came down to a piece of gore-tex which had been placed inside the peritoneal cavity and tacked to the undersurface of abdominal wall. This was placed because of a ventral hernia. The tissue was peeled off the gore-tex. We then took down adhesions. We eventually took down adhesions of all the small bowel. The only area of crohn disease was in the distal small bowel. This was over a section of about 10-12 cm. We mobilized the entire right colon. We identified the ureter and duodenum and kept this out of the way. The liver and stomach palpated normally, and the g tube was positioned in the stomach. We too down the mesentery to the distal small bowel and proximal colon with clamps, ligated the mesentery with 2-0 silk. We used 2-0 silk stick-ties on the small bowel mesentery which was somewhat thickened. We fired a ta-45 3.5 stapler proximally and distally. The colon staple line was oversewn with 4-0 silk lembert sutures. We then constructed a side-to-side anastomosis with the gia stapler in the standard fashion. The staple line was oversewn with 4-0 chromic. This was carried around anteriorly to close the defect. We supplemented this defect closure with interrupted 4-0 silk lembert sutures. We closed the mesenteric defect with interrupted 3-0 silk. We copiously irrigated with antibiotic irrigant solution. The hemostasis was adequate. We closed the abdominal cavity with a running 0 prolene. We irrigated the subcu[taneous] with antibiotic irrigant solution and closed the subcu[taneous] with proximate stapler. The sponge and needle counts were correct x 2. (B)(6) 2015: (B)(6), md. Operative report. Assistant: (B)(6), pa-c. Procedure: exploratory laparotomy, extensive lysis of adhesions (1-1/2 hours), resection of distal small bowel and proximal transverse colon. Anesthesia: general. Indications: the patient has a known stricture of the distal small bowel just proximal to an old ileotransverse colon anastomosis. This was secondary to recurrent crohn¿s disease. The patient is symptomatic with intermittent small bowel obstructions. The patient presents now for the above-mentioned procedure. Description of procedure: ¿the abdomen was prepped and draped in sterile fashion. We entered an old midline incision, carried this through the skin, subcutaneous tissue, and some gore-tex mesh. The patient had gore-tex mesh placed multiple surgeries ago. We hand gone through this before. We opened up through the gore-tex mesh and entered the abdominal cavity. The patient had no free space in his abdomen. We dissected all small bowel and omentum off the mesh. We eventually identified the distal ileum and right transverse colon after about an hour and a half of taking down adhesions. We ended up resecting the distal 8 inches of small bowel and maybe 3 or 4 inches of transverse colon. We did not take down all the adhesions through the entire abdomen. We then took down the mesentery, distal 8 inches of small bowel, which go us back to normal-appearing small bowel. We took down the mesentery, a few inches of colon, and then fired an endo gia 60 with a tan load proximally and distally. Those stable lines looked intact in viable bowel. We then constructed a side-to-side anastomosis with the endo gis 60 using a tan load. The defect created by the stapler was closed with interrupted 4-0 silk lembert sutures. We did place a suture at the apex of the anastomosis using 4-0 silk. We closed the mesenteric defect with interrupted 3-0 silk. We copiously irrigated with antibiotic irrigation solution. Hemostasis was adequate. An ng tube was positioned in the stomach. We copiously irrigated with antibiotic irrigation solution. We then closed the fascia and gore-tex mesh with running 0 prolene. We irrigated the subcu with antibiotic irrigation solution and closed the skin with proximate stapler.¿ (B)(6) 2017: (B)(6), md. Operative report. Assistant: (B)(6), md. Pgy-4; garett steers, ms4. Preoperative diagnosis: infected ventral mesh. Small bowel fistula with draining sinus tracts x 2 to the anterior abdominal wall. Right forearm rash. Postoperative diagnosis: infected ventral hernia mesh without visualized small-bowel fistula. Right forearm rash. Procedures performed: exploratory laparotomy with lysis of adhesions 50 minutes. Resection of abdominal wall mesh. Resectional debridement of abdominal wall fascia 2 cm x 23 cm. Open external oblique component separation with abdominal wall defect closure. Onlay mesh repair with phasix mesh 10 inches x 12 inches. Adjacent tissue transfer 156 cm2. Incisional wound vac placement. Right forearm dermal biopsy. Anesthesia: general. Estimated blood loss: 200 ml. Specimens: abdominal wall mesh sent for aerobic and anaerobic cultures and gram stain as well as fungus culture. Implants: phasix mesh 24.4 x 25.5 cm. Drains: 19-french blake drain x 3 to the suprafascial layer. Complications: none. Findings: infected abdominal wall mesh with dense adhesions extending surrounding the mesh as well as intraabdominally between small bowel. No visualized fistula was present surrounding the bowel adhered to the abdominal wall near the sinus tracts. The mesh was successfully resected. Bilateral external oblique component separation was performed with a subsequent onlay mesh repair. Dermal biopsy of a rash was also performed. Indications for procedure: ¿a 61-year-old male known to the surgical service secondary to a mesh-related fistula. The patient has history of crohn¿s disease as well as multiple comorbidities including copd [chronic obstructive pulmonary disease], congestive heart failure, and history of pulmonary embolism. The patient was admitted for abdominal mesh infection for which he was improved form a medical standpoint over the course of 4 days. He remained on zosyn, with his most recent prealbumin being 34. His xarelto was held for operative intervention for mesh explantation today. Procedure risks, benefits, and alternatives were explained to the patient, who agrees to proceed. Appropriate consent was obtained. Procedure in detail: ¿the patient was brought to the operating room and positioned supine on the table. He underwent appropriate general anesthetic without complication. The patient¿s abdomen was prepped and draped in a standard sterile fashion. He received a preoperative dose of his scheduled zosyn antibiotic. Timeout was performed prior to incision. Generous midline abdominal incision was created and dissection was taken through the subcutaneous tissue down through the anterior midline fascia. The patient was found to have extensive adhesions to the anterior midline. Approximately 50 minutes of sharp dissection was performed to free up the underlying small-bowel adhesions extending laterally along the abdominal wall to allow for adequate reapproximation of the tissues for the ventral hernia at the completion of the case. Of note the small bowel that was severely adhered to the right anterior abdominal wall where the 2 sinus tracts were located were able to be released. There were no signs of fistulous disease and no small-bowel resection was performed. Attention was turned to explantation of the mesh. This was dissected free away from the overlying fascia. There was extensive scarring and adhesion surrounding the area in the right abdomen near the area of the sinus tracts. There was no gross purulence or abscess pocket noted with resection of the mesh. We were able to remove all of the mesh. Assessment of the remaining fascia revealed attenuated fascial along the midline edges. We performed a resectional debridement of approximately 2 cm x 23 cm of the right and left abdominal wall fascia leaving health viable fascia to reapproximate. Attention was turned with attempt to develop a retrorectus plane. Given the placement of the prior mesh, this plane was difficult to enter and did not provide an adequate opportunity to perform this type of repair. Decision was made to perform an onlay mesh repair using phasix mesh. Given his history of crohn disease as well as multiple comorbidities, macroporous mesh in this setting was avoided. Significant subcutaneous flaps were created laterally approximately 3 to 4 cm lateral to the semilunaris line bilaterally. We assessed reapproximation of the mesh edges. There was some tension and decision was made to perform an external oblique component separation. The external oblique fascia was released approximately 2 cm lateral to the semilunaris line bilaterally extending from the inguinal ligament to the distal chest wall. Reassessment of the reapproximation of the fascial edges revealed adequate mobilization. The midline fascia was reapproximated with 1-0 pds in a running fashion. 25.4 x 20.5 cm phasix mesh was cut to size and placed within the abdominal cavity. This was stapled in place along the midline overlying the rectus muscles. The mesh edges were secured in place with a 1-0 pds running suture attaching it to the lateral external oblique fascial edge. After complete securing of the mesh tisseel glue was applied overlying the entire extent of the mesh and spread uniformly across the area. 19-french blake drains x 3 were inserted in the left abdomen and draped within the subcutaneous layer overlying the mesh. The skin was closed with staples. The wound was dressed with telfa island dressing. The drapes were removed. Attention was turned to the right forearm, on which he was noted to have a macular rash. We had discussed biopsy of this prior to the operation, as this has not improved in the recent past. Chlorhexidine cleanser was used to clean the skin. This was draped in standard sterile fashion. A punch biopsy was used to obtain a 3-mm full-thickness skin biopsy from the right dorsal forearm overlying the area of highest intensity of the rash. Skin was sent for permanent pathology. Of note a portion of the mesh surrounding the sinus tracts of the abdominal wall was sent also for culture as stated above. 4-0 monocryl was used to reapproximate the right forearm wound using simple sutures. The wound was dressed with bacitracin, gauze, and tegaderm. The patient was allowed to awaken from anesthesia. He was transported to the pacu in stable condition. Dr. (B)(6) was gowned and directing the entire procedure.¿ (B)(6) 2017: [missing records: a pathology report detailing analysis of device removed during the (B)(6) 2017 procedure was not provided. A culture report detailing analysis of the spermines collected during the procedure was not provided.] (B)(6) 2017: (B)(6), md. Attestation operative note. I was present for the entire case. 156 cm2 was the dimension of the defect that was closed with medial tissue advancement from the external oblique release. (B)(6) 2017: (B)(6). Implants. Mesh phasix. Manufacturer: bard davol. Area: abdomen. (B)(6) 2018: (B)(6), md. History and physical. Has had incisional hernias, epigastrium for a while, had mitral valve replacement and coronary bypass in 2010. Had repair of aortic root aneurysm in 2012. Developed a bulge below his sternum 2014, which was repaired with a piece of onlay mesh in 2015. Bulge recurred after about a year, somewhat larger and slowly more uncomfortable. Medications include: aspirin. (B)(6) 2018: (B)(6), md. Operative report. Preoperative diagnosis: recurrent incisional hernia. Postoperative diagnosis: recurrent incisional hernia. Operation performed: repair of recurrent incisional hernia with mesh. Anesthesia: general anesthesia by (B)(6), md. Operative findings: as expected, there was an 8 cm circular fascial defect which had as its upper margins the costal margin. Procedure description: ¿after the induction of general anesthesia, the patient was prepped and draped in the usual fashion. The original incision was reopened. Most of the mesh was actually left in place and the incision simply carried through the mesh. As discussed with the patient before, there is not really any way to pull these two sizes together, so a very large piece of physiomesh (15 x 25 cm) with an inward rolling lip was placed under the abdominal wall. Using retractors, it was tacked peripherally as far in each direction as could be obtained using interrupted nurolon sutures. No attempt was made to pull the sides of the defect together. The repair is simply intended to be a large piece of mesh behind it. The spaces between the mesh were further tacked up using a securestrap tacker. The wound was then closed in several layers of absorbable suture over the mesh. The skin seemed to be reasonably thick, although it included some component of the old mesh. All sponge and needle counts were correct. Estimated blood loss was 25 ml. The patient tolerated the procedure well and has just now been extubated.¿ it should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions: d17: appropriate code/term not available. For ¿withdrawn complaint¿. H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. No further investigation is required at this time. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected, and ¿withdrawn." Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. The alleged ¿gore-tex¿ mesh is being captured as gore-tex® soft tissue patch for product surveillance purposes. It should be noted that the gore-tex® soft tissue patch instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ the instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. Medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. After multiple requests, product identification information was not provided for this device and thus it could not be confirmed to be a gore hernia device. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. (B)(6). It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent open ventral / incisional hernia repair on (B)(6) 1999 whereby a "alleged gore device" was implanted. The complaint alleges that on (B)(6) 2017, an additional procedure occurred whereby the "alleged gore device" was explanted. It was reported the patient alleges the following injuries: recurrent hernia (2015) adhesions with surgical repair (2004, 2015), abdominal pain. Additional event specific information was not provided.